Event description:
The customer reported the system required several reboots to get the system working. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5-volt power supply voltage was adjusted. The system was then found to be operating as intended.